Event description:
Patient reported that the side with hooks, that the cassette will not click into pump correctly. Confirmed cassette not leaking. Confirmed pump has not been dropped. Patient reported that she just switched her cassette and it worked with last switch. Patient switched back-to-back up pump and infusing at time of call with no issues. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial numbers: (B)(6) and (B)(6). Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No is the actual device available to be returned for investigation? Yes. Upon return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. F yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing. Pump is being couriered. Resolved.